Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). Event 1 the complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: event 1 foreign substance in tpn bag after compounding.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.